Event description:
It as reported by the nurse practitioner that the patient passed away. The patient had a seizures, turned blue and became unresponsive and then passed away. The patient recently had a uti diagnosed after an ER visit that was not indicated to be related to the death. During follow-up with the nurse practitioner it was indicated that the relation between the patient turning blue and vns was unknown. It was also stated that the believed cause of death was a seizure and respiratory/cardiac arrest was noted. It was indicated that the cause of death and its relation to vns was unknown. It was indicated that office note would be provide for last settings and diagnostics, however office note received did not contain that information. Both the lead and generator that the patient was implanted with were received into product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the returned generator. Confirmation of the alleged cyanosis is not within the scope of this pa investigation on the pulse generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.024 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 2.782% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator. An analysis was performed on the returned lead portion. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed on the connector boot. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.